Event description:
Information was received indicating that a smiths medical cadd cassette caused a no disposable alarm at the end of self-test on two pumps. No patient consequences were reported. No adverse effects were reported.